Event description:
Rptr indicated that pt developed a staph infection six weeks after vns implant which resulted in explant. The pt was re-implanted four months later (approximately 1999). It was reported that the pt was doing great following the replacement surgery and has had the same ncp system for 2 1/2 years. Attempts to obtain add'l info have been unsuccessful.